Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor. Meter and test strips were not returned for evaluation - customer declined replacement. Note: manufacturer contacted customer in follow-up call on (B)(6) 2021 to find out customer's condition - able to contact customer who stated they did contact customer's doctor who had advised the insulin dosage to administer. Husband stated the customer's blood glucose level had returned to normal.

Event description:
Consumer reported complaint for hi blood glucose test result. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi display. The customer¿s expected am fasting blood glucose test result range is 105-110 mg/dl and expected pre-dinner fasting blood glucose test result range is 200-300mg/dl. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix air meter. The customer feels well and did not report any symptoms. Husband stated due to the hi results he was going to contact the customer's doctor about how much insulin customer was to take. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/19/2022 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: result 1: hi date: 5/20 time: 5:47pm non-fasting. Result 2: 76 mg/dl date: 5/20 time 10:34am fasting. Result 3: 105 mg/dl date: 5/19 time: 6:38pm unknown. Result 4: 303 mg/dl date: 5/19 time: 7:15pm fasting/ before dinner. Result 5: 269 mg/dl date: 5/19 time: 4:09pm unknown. Result 6: 192 mg/dl date: 5/19 time: 10:30am unknown. Result 7: 108 mg/dl date: 5/19 time: 6:31am fasting.

Manufacturer narrative:
Sections with additional information as of 26-jul-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): user has high glucose value.